Event description:
It was reported to medtronic minimed that the customer received an open book image, following exposure of the pump to water in a pool and the discovery of a crack at the back of the battery compartment, though the battery cap was in perfect condition. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed and the customer reported that the battery compartment was damaged and the functionality was affected. No harm requiring medical intervention was reported. Mmt-1885 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with flashing medtronic logo. No critical pump error (open book image) alarm noted. Unable to perform the displacement test, sleep current test, active current test, self test, rewind test, prime/seating test, basic occlusion test, and force sensor test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. The pump was received with a cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, pillowing keypad overlay, stained keypad overlay, cracked select button at keypad overlay, and stained serial number label. Pump was cut open to perform visual inspection found moisture damage on pcba 1, pcba 2 force sensor and motor. The test p-cap locks properly in place in the reservoir compartment. Damage- cracked case battery tube confirmed at the back of the pump. Alarm-aa99-critical pump error (open book image) not confirmed. Damage-moisture confirmed on the pcba 1, pcba 2, force sensor and motor. Display anomaly-flashing mdt logo confirmed due to moisture damage on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.